Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion area was located in a moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 5 atmospheres upon the first inflation. The device was removed without problem with the usual method. The procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.